Manufacturer narrative:
The root cause of the damage to the aortic valve was unable to be determined because the product and data logs were not returned for review. The product was used beyond the indicated duration of use. The failure mode will be monitored and trended.

Event description:
(B)(6) year old patient in (B)(6) was admitted in cardiomyopathy and had an impella 5.0 placed via the axillary artery. In addition, the patient was supported by ECMO. After over 2 months of successful support, the pump was removed and replaced. This duration was beyond the indicated use per USA IFU. The team replaced the pump with another impella 5.0 for 16 more days of successful support. The team then explanted the impella to transition the patient to the heartmate ii device. While in the surgical suite for the heart mate ii placement, the team observed damage to the valve. There was aortic regurgitation that was remedied with the surgical patch.